Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found at the keypad traces. No other traces of moisture were noted inside of the insulin pump during the visual inspection. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube and tube lip, a cracked belt clip slot, cracked display window, cracked battery tube threads and minor scratches on the display window. No button error alarm was noted.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer stated that the insulin pump had gotten a little wet, although it had not been submerged. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.